Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately 2 years and four months post index procedure, the patient complained of chest pain and went to the hospital. A coronary angiography was conducted and thrombus was observed in the cypher stent. Aspiration and plain old balloon angioplasty were conducted to treat the thrombus. Then a 3.5 x 24mm taxus stent was implanted in the left main trunk to the proximal left circumflex. Two days later the patient recovered and was discharged. The patient had a target lesion in the proximal left anterior descending lesion. The lesion was in a type c, bifurcated and de novo vessel. The lesion was 28mm in length and had a vessel diameter of 3.0mm. The patient was admitted for an elective case in 2005. The lesion was pre-dilated with a balloon at 14 atm for 30 seconds and a 3.0 x 28mm cypher stent was implanted at 26atm for 30 seconds. The stent was then post-dilated with a balloon at 20-atm for 30 seconds. The residual percentage of stenosis was 0. The patient's medications include the following: aspirin, ticlopidine hydrochloride and heparin.